Event description:
On (B)(6) 2024, nakanishi received an email from a distributor (B)(4) about a patient's accidental ingestion of a dental bur. Details are as follows: the event occurred on november 13, 2024. The dentist was performing a dental procedure on a patient using the forza m5 handpiece (serial no. (B)(6). During the procedure, the head cap of the handpiece came off and the patient swallowed it. There was no injury.

Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject forza m5 device [(B)(4)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi disassembled the handpiece and conducted a visual inspection of the internal parts. Nakanishi observed the following: - the headcap was missing. - the cartridge and the drive shaft were counterfeit. C) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi determined that since the counterfeit cartridge and drive shaft were incorporated in the handpiece, the handpiece has not been officially repaired, resulting in the reported headcap loosening/separation. B) misuse by the user led to the above issue, which contributed to the reported event. C) in order to prevent a recurrence of the headcap loosening/separation, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi will report the above evaluation results to the distributor and directed the distributor to remind the user of the importance of using the device as instructed in the operation manual.